Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when working with the patient, the device's t piece connector slipped free and popped off. It was reported that when the t-piece connector was reattached, it would pop free easily as although it sat flush when replaced, it would slip out. There was no reported patient outcome.